Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention devices. Retention devices were tested with in-house clinical hcg negative urine samples; all hcg results were negative at read time and met qc specification. No false positives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided by the customer and without return product for in-house investigation.

Event description:
It was reported that on (B)(6) 2016, the patient was tested on the henry schein hcg dipstick and produced a positive result instead of a negative result. It is unknown if confirmation testing was performed. No further information was provided.